Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was loosened but was super glued on the insulin pump. The customer stated that the reservoir did locked into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.